Manufacturer narrative:
UDI #: not available since product serial number was not provided. Device manufacture date - unknown since product serial number was not provided. A copy of the article is provided with this report. All pertinent information available to abbott medical optics has been submitted.

Event description:
Title: patient-reported outcomes 5 years after laser in situ keratomileusis; publication citation: schallhorn sc, venter ja, teenan d, et al. Patient-reported outcomes 5 years after laser in situ keratomileusis. J cataract refract surg. 2016;42(6):879-89 in the article it states that from 2530 patients 8 had lot of difficulty with night driving, 2 patients had a lot of difficulty with daily activities 201 patients had dry eye, less than 2% of patients reported noticing some visual disturbances (glare, halo, starburst, ghosting, double vision) and less than 1% reported that the visual disturbance was very or extremely bothersome.